Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) were used. Pre-existing pericardial effusion (pe) was noted at baseline transesophageal echocardiogram (tee). 30mm device was successfully deployed and released meeting pass criteria with one partial recapture performed. Pre-existing pericardial effusion did not change during the entire procedure. 6hours later, patient blood pressure (bp) dropped and transthoracic echocardiogram was performed. The same measurement of pericardial effusion was noted in the procedure prior to starting the case. Pericardiocentesis was performed and 180cc of blood was pulled and a drain was placed in patient overnight. There was no change in size of pe post implant watchman device. The physician stated the patient had history of bp issues following procedures. The patient remained stable and was discharged the next day.